Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. An nc emerge® balloon catheter was selected to dilate the lesion. When the balloon was inflated beyond 25 atmospheres, it was noted that the device got stuck with the non-bsc guide wire which led to losing wire position. No patient complication nor harm were reported.